Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01580. It was reported the patient has been experiencing undesirable stimulation, described as burning sensation in their feet, since the scs trial system was implanted. As a result, the patient's trial system was explanted the day after it was placed. A magnetic resonance imaging (MRI) was performed and revealed no anomalies.